Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (sn (B)(4). Displayed "system error, out of service, revert to manual CPR" was confirmed during the functional testing and based on the review of the event log. The root cause for the system error was determined to be a dirty brake in the drivetrain area, which may cause the brake to seize, likely attributed to user mishandling. No documented report was found showing that regular preventative maintenance (pm) was performed on the autopulse platform since the customer acquired it in 2015. The lack of regular maintenance could degrade the mechanical components of the drivetrain, including brake seizure. Upon visual inspection, no physical damage was observed. The archive data indicated system error - user advisory (ua) 139 (unable to hold compression position); thus, confirming the customer's reported complaint. The autopulse platform failed initial functional testing due to "system error, out of service, revert to manual CPR" displayed upon powering on; thus, confirming the customer's reported complaint. The ap vision software was used to clear the system error in order to perform further testing to determine the root cause. The brake gap inspection was performed and verified the brake gap was within the specification; however, zoll service personnel noticed a heavily soiled brake. The brake was cleaned to address the system error. After cleaning the brake, the autopulse platform was subjected to a 30-minute test run, and the platform passed without any fault or error. Zoll is awaiting customer approval for performing service. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with sn (B)(4).

Event description:
The autopulse platform (sn (B)(4) displayed "system error, out of service, revert to manual CPR" during patient use. The crew reverted to manual CPR. No consequences or impact to the patient.